Event description:
Device 1 of 2. Reference MFR report# 1627487-2014-12751. It was reported the patient experiences unintended stimulation in her feet and lost stimulation in part of her established pain pattern following an automobile accident. The patient also reported pain at the ipg site. The physician explanted the lead and ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.